Event description:
It was reported that the tempature probe was over temp by two degrees. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation found that the customer used a third party thermometer probe on the medi-therm unit. This third party thermometer probe gave different results than expected. However, when a stryker medical probe was used, the medi-therm gave accurate results. Based on the information provided, there was no defect with the stryker product. The complaint was against the third party thermometer probe.

Event description:
It was reported that the tempature probe was over temp by two degrees. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.